Event description:
The complainant has reported that a male patient underwent a therapeutic hemostatic egd procedure for treatment. The resolution clip device became lodged within the sheath causing it not to deploy. The clinician indicated that the patient's anatomy was not tortuous and no significant resistance was encountered. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintanance procedure.